Manufacturer narrative:
This medwatch report is for the suspect device used in the aviva system (lot number and expiration date unknown). (B)(6). Will not be returned to manufacturer.

Event description:
Customer reportedly received results of 528 mg/dl on the compact plus system and 128 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect however caller no longer has the test strips; replacement was sent.